Event description:
It was reported that the device will not charge to full energy, regardless of the selected energy level. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.